Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling. Cardiofocus was not aware of this event until the adverse event report form was received on july 22, 2020. Delay between occurrence of adverse event and receipt of report believed to be related to covid-19 pandemic.

Event description:
Phrenic nerve injury reported as moderate in intensity and related to pulmonary vein isolation (pvi) procedure for treatment of atrial fibrillation. Phrenic nerve injury confirmed by x-ray at discharge and found to still be present at follow-up on (B)(6) 2020.